Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient came into the clinic as he was not getting coverage in his legs. He did previously have coverage in his legs. On interrogation, electrode 2 was out of range; high impedance. They re-programmed and got better coverage. The event resulted in an unscheduled clinic or office visit. The etiology was that the event was related to the device or therapy, but not related to the implant procedure. The event was resolved with sequelae on (B)(6) 2023, the sequelae was being reprogrammed. Additional information was received. It was confirmed that the clinical diagnosis was not applicable. Additional information was received from the clinical team. It was reported that the cause of the high and out of range impedance and not getting coverage in the legs was the lead.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# 0208822669 serial# implanted: explanted: product type lead product ID 977a275 lot# 0208822669 serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: 0208822669, ubd: 30-sep-2018, UDI#: (B)(4) g2. Foreign: united kingdom this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot# 0208822669, product type lead. Product ID 977a275, lot# 0208822669, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the clinical team. It was reported that during the procedure to have the ins replaced, contacts 2 and 7 were found to be out of range; there was high impedance. The new ins had not been activated yet. Additional information was received from the clinical team. It was clarified that the patient's ins was replaced on (B)(6) 2024 due to normal ins battery depletion. The cause of the high impedance issue was determined to have been related to the lead. No actions had been taken, and the event was ongoing as of (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator serial# (B)(6) product type implantable neurostimulator. Product ID 977a275 lot# 0208822669 product type lead. Product ID 977a275 lot# 0208822669 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event is ongoing, with it still being unresolved with no further action planned as of (B)(6) 2024.